Event description:
A malfunction on a pump was reported by the caller, who did not notice any notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, as the malfunction code was resettable, and the issue did not recur. The caller was instructed to contact support again if the malfunction code reappears, which was acknowledged and understood.